Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The product had broken screw-boss on left plunger case and some minor scratches on keypad. Event history log (ehl) showed motor rate error. Occlusion tests were performed multiple times with difference rates and reported problem was not duplicated. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced worm coupling and worm gear for preventive measure; performed occlusion test and all functional tests passed.

Event description:
It was reported that the pump had a motor rate error, plunger case needs replacement, and the mold screw insert was broken. No patient injury was reported.